Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation still ongoing.

Event description:
The following was reported to hamilton medical ag: summary: incident reported, automatically changed modes during patient ventilation.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation still ongoing. Follow-up 1 - additional information: the entry fields b4, g6, h2, h6 and h11 have been updated. It was alleged that the ventilator automatically changed modes during patient ventilation. Information about on impact on the patient was not indicated nor confirmed despite reminders. Based on the log files, the alarms "check flow sensor tubing" and "sensor failure mode ventilation initiated" triggered the device to change from the selected ventilation mode to a backup ventilation mode because the proximal flowsensor could not read the delta p during measurement. Reported event date is incorrect, based on the logfiles the event happened at 01.05.2024. The most probable root cause of the event is a defective proximal flow sensor. No part was replaced, correction was unknown, and the exact root cause could not be confirmed.

Event description:
The following was reported to hamilton medical ag: summary: incident reported, automatically changed modes during patient ventilation.